Manufacturer narrative:
The reported event was for difficulty fixing the atrial lead into the tissue. As received, a complete lead was returned in one piece. Visual inspection of the lead found the retracted helix clogged with blood. After cleaning and applying torque directly to the connector pin, the helix was extended and retracted. The measured full helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During implant procedure, difficulty fixing the atrial lead into the tissue was noted. The atrial lead was explanted and replaced to resolve the event. The patient was stable.